Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the system kept circling loading only, when the user tried to login. A technical support specialist (tss) dialed into the station, checked the station database, and found no database bloat or suspect mode issues. The tss checked the event viewer andfound an error indicating an internal battery issue. The tss confirmed that the internal battery could no longer maintain the station¿s power until it had the opportunity to shut down cleanly and advised the customer to monitor the station and inform if the issue persisted. The tss proceeded to close the case after 24 hours of monitoring. The system functioned as intended after the technical support specialist troubleshot the device. E.1 initial reporter facility: (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station kept circling during procedure and unable to pull the required medication morphine. Customer reported that this malfunction caused a delay while dispensing medication to the patient and the user managed to get the medicines from another station. However, there were no adverse events or injuries reported based on this event.